Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unspecified date, the patient was hospitalized for the event. It was not reported if the patient received treatment for the peritonitis. At the time of this report, the peritonitis event was still ongoing. The action taken with pd therapy was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.